Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient had syncope since her last visit. The complainant noted that the battery estimate indicated the device longevity to have less than 1-6 months. The device remains in use. No further patient complications have been reported as a result of this event.